Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician attempted to treat a 99% stenosed severly calcified, severely tortuous proximal circumflex (cx) artery lesion. The physician pre-dilated the lesion with a 2.5x20mm competitor's balloon catheter, and then attempted to cross the lesion with a 2.5x24mm taxus express2 drug eluting stent, but the stent was unable to cross the lesion. When the stent delivery system (sds) was removed from the pt, the physician noted there was stent damage. The procedure was completed with an unspecified stent. There were no pt injuries or complications noted. The pt 's condition was reported as "good".